Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 7k70 that has a similar product distributed in the us, list number 6c06.

Event description:
The customer reported a falsely decreased architect total psa on a (B)(6) male patient. Results provided: (B)(6) 2022 collection (B)(6) 2022 tested: 8 ng/ml, (B)(6) 2022 collection(B)(6) 2022 tested: 26 ng/ml,and (B)(6) 2022 collection (B)(6) 2022 tested: 70 ng/ml. No impact to patient management was reported.

Manufacturer narrative:
A review of complaints for the architect total psa, lot# 33354fn00 assay determined that there are no trends for the product related to patient results. Return testing was not completed as returns were not available. Global data was evaluated and the patient median result for lot 33354fn00 was analyzed and found to be within established baselines and confirms no systemic issues for this lot. A review of the manufacturing documentation did not identify any issues associated with the customer¿s observation. A review of the product labeling concluded that the issue is sufficiently addressed. Based on the investigation no systemic issue or product deficiency was identified for the architect total psa, lot# 33354fn00 assay.